Event description:
It was reported that a patient with a neurostimulator had their device removed. It was noted that the reason for patient having device removed was because they got a sling and botox and felt that worked better for them and no longer wanted the implant. The patient is doing great and happy post removal. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product tined lead: (B)(4). Correction: block h6: impact code.

Event description:
It was reported that a patient with a neurostimulator had their device removed. It was noted that the reason for patient having device removed was because they got a sling and botox and felt that worked better for them and no longer wanted the implant. The patient is doing great and happy post removal. There were no other issues or complications reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. UDI for concomitant product tined lead: (B)(4).

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: investigation details: submitting supplemental record for product investigation conclusion and coding this investigation is assigned a most probable conclusion code of no problem detected. The conclusion is acceptable because analysis of the available information in the complaint did not reveal any fault condition(s) within the product. The evidence from the product record review did not identify a potential product quality issue or new patient harm. It can be concluded that the product operates as intended with no issues.

Event description:
It was reported that a patient with a neurostimulator had their device removed. It was noted that the reason for patient having device removed was because they got a sling and botox and felt that worked better for them and no longer wanted the implant. The patient is doing great and happy post removal. There were no other issues or complications reported.